Event description:
Customer reported that she was exercising when her insulin pump went blank and then came back on. Customer's blood glucose was 80 mg/dl. The device has not been dropped or exposed to moisture. Customer uses duracell batteries. The battery compartment and contacts are not damaged or corroded. Customer inserted a new battery and the display returned. A replacement battery cap was sent. Customer was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)